Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a heart rate in the 100-117 beats per minute (bpm) range and experienced syncope. The patient's spouse inquired about device function for regulating the heart rate. Boston scientific technical services (ts) discussed the brady and tachycardia function of the device and referred the patient to the physician for follow up. No additional adverse patient effects were reported. This product remains implanted and in service.